Manufacturer narrative:
(B)(4) the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a piccline access was lost due to blood backing up within the non-dehp(paclitaxel) tubing during an infusion on a sigma spectrum pump in the nicu. The patient was being infused with dextrose and electrolytes (unknown dose and vtbi) at a programmed rate of 2.4ml/hr. It was observed that blood was backing up into the IV tubing (non-dehp-paclitaxel IV set) and the device did not alarm. It is unknown how much blood was observed in the IV line. It was noted that the IV tubing was hung high (not below the level of the heart) which indicates proper placement of IV tubing. The piccline became occluded, had to be removed from the patient and a new peripheral venous access was started to continue with prescribed therapy.